Event description:
It was reported that an ilet pump was submerged in a pool, initially functioned afterward, then would not power on or charge and disconnected from the app, consistent with a device battery problem involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge and a failure localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.